Event description:
It was reported the subject device had air leakage from the video connector section. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device had air leakage from the video connector section. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields and final investigation results. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned for evaluation. And the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause not established. Olympus will continue to monitor the field performance of this device. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.